Event description:
The customer observed false nonreactive alinity I hiv results on one patient. The results provided were: on (B)(6) 2022 sid (B)(6). Initial=772 s/co (> or =1.00 s/co=reactive) /repeated=0.08 s/co and 0.30 s/co (< 1.00 s/co=nonreactive) /repeated on (B)(6) 2022=796 s/co /wb=positive. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, instrument log review, and in-house testing of a retained reagent lot. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates the reagent lot performs as expected. Ticket trending review did not identify any trends. Device history record review did not identify any non-conformances or deviations with the complaint lot. In-house testing of a retained reagent kit of the complaint lot number was performed, showing the lot generates the expected results. Additionally, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels. The lot detected the same bleeds as reactive for the seroconversion panels showing the sensitivity performance of the lot is not affected. Log file analysis of customer´s instrument was performed, showing that all results for the sample in question were obtained on same instrument with same reagent kit. Review of result curves, message history, pressure monitoring (pm), liquid level data (lld) and backlash & itv did not show any issues. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the alinity I hiv ag/ab combo reagent lot number 38180be00 was identified.